Event description:
It was reported that during a pump replacement procedure, the pump catheter connector, a small portion attached to the pump with a black suture, was broken. A new connector was added. There were no patient symptoms at the time of the revision. Elective replacement indicator (eri) was noted as less than 1 month, and prophylactic removal of the pump was performed to avoid in-vivo battery depletion. Patient injury was noted due to the incision, and they recovered from the or without sequela. The pump was delivering baclofen, dilaudid and bupivacaine.

Manufacturer narrative:
Product ID: 8711 lot# serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found the pump to be discolored and had that it had lost its elasticity, most likely causing distortion on the flow test graph. The conclusion of this analysis is believed that a combination of a mechanical and chemical stresses may have contributed to the change in the cross section of the tube. The logs were clean meaning no motor stalls, no motor stall recoveries, or errors of any kind were seen. Analysis of the catheter found the pump connector to have a broken suture ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.